Manufacturer narrative:
Product analysis:analysis confirmed the customer comment that "button pressed detected" error message displayed. Main printed circuit board (pcb) was contaminated, hanger assembly was broken, upper case was contaminated and broken, keypad flex was contaminated, encoder assembly and four knobs were contaminated, lower case was contaminated, display flex was contaminated, and display frame was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) error message buttons were pushed when the device was powered on. The epg was returned for service. There was no patient involvement. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.